Manufacturer narrative:
The event is reported at this time based on analysis findings that indicated a reportable event. H3. Product analysis: equipment used: video inspection system (m-85519), ruler 200cm (m-83361), camera (panasonic lumix dmc-zs5) as found condition: the implant coil was returned stuck at the distal tip of the trueselect microcatheter; within the inner pouch; inside of a biohazard bag and a shipping box. The pushwire was not returned. The trueselect microcatheter appeared to be compatible for use with the concerto coil as it has a labeled inner diameter (ID) of 0.021¿ (via online). Damage location details: the implant coil was found broken off from the pushwire with the detached element and coil shield were found missing from the implant coil. The implant coil was also found to be damaged and stretched with the polypropylene filament broken. The catheter tip and marker were examined; no damages were found. The catheter body was found to be accordioned at 3.0cm to 21.8cm from the distal tip. No other anomalies were observed. Testing/analysis: the implant coil was pushed out from the catheter lumen with difficulty. The returned coil could not be used for resistance testing with an in-house catheter due to its damaged conditions. The inner diameter (ID) of the trueselect microcatheter was measured 0.021". The microcatheter was then tested by running an in-house 0.016¿ mandrel through catheter hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged locations. Conclusion: based on the analysis findings, the customer complaint was confirmed as the returned coil was stuck at the distal tip of the catheter. The implant coil was found broken, damaged, and stretched. It is likely that these damages occurred when the customer attempted to advance the coil through the catheter against resistance. However, the cause for resistance could not be determined. Possible causes of resistance include the use of damaged devices and lack of continuous flush with heparinized saline during delivery. Customer reported that vessel tortuosity was minimal. Since the pushwire was not returned; any contribution of the pushwire to the resistance issue could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the concerto coil was stuck in the microcatheter. The patient was undergoing surgery for treatment of a gastrointestinal bleed. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. It was reported that the doctor tried to deploy the concerto coils, but it was stuck in the microcatheter. He tried to flush it out and it still would not come out. He had to remove the full system. It was reported catheter resistance/stuck in catheter occurred. There was no catheter or coil damage observed. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a truselect microcatheter.